Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was having issues when selecting threshold testing, and having printing issues. It was indicated that the link electronic module (lem) printed circuit board (pcb) was out of specification. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was having issues when selecting threshold testing. The programmer also had printing issues. The programmer was returned for service. No patient complications have been reported as a result of this event.